Event description:
It was reported that during an abdominal perineal resection procedure, on the 7th fire, the stapling device would not release off tissue after firing. The physician had to cut the tissue around the jaws of the endocutter to free the instrument. Caused bleeding. Extended or time 10 minutes to free the device. There was no pt consequence.